Manufacturer narrative:
(B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2015, the patient was implanted with a gore&#59397;excluder&#59393;aaa endoprosthesis) to treat an abdominal aortic aneurysm. On (B)(6) 2016, computed tomographic angiography reportedly identified a type ii endoleak. No aneurysmal enlargement was reported. On (B)(6) 2016, the patient underwent a re-intervention procedure whereby a coil embolization was performed. Additional event information was requested by gore, however, none was provided.